Manufacturer narrative:
The device is available for return. A follow up report will be filed once the quality investigation is complete. Device not yet returned to manufacturer.

Event description:
It was reported that during a surgical procedure on the knee, while making cuts, the precision evolve blade broke when it hit a k-wire. It was also reported that the broken piece of blade was easily removed from the bone. It was further reported that there were no adverse consequences and no delays as a result of this event and the procedure was completed successfully.

Manufacturer narrative:
The quality investigation is complete. Device not returned to manufacturer

Event description:
It was reported that during a surgical procedure on the knee, while making cuts, the precision evolve blade broke when it hit a k-wire. It was also reported that the broken piece of blade was easily removed from the bone. It was further reported that there were no adverse consequences and no delays as a result of this event and the procedure was completed successfully.